Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event was confirmed. Service evaluation found that the safety bar would not slide out of standard speed position, due to the presence of corrosion and/or accumulation of grit between trigger/safety switch components and handle. The device was repaired and returned to the customer.